Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Event description:
Patient reported right side rupture. It was later reported "pain, foreign body sensation, and bumps and hollows." The device had been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, d9, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as unidentified tear. The shell thickness within specification ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ increased sensitivity: unable to observe as it is not related to the manufacturing process. ¿ complication related to procedure/surgery: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Patient reported right side rupture. It was later reported "pain, foreign body sensation, and bumps and hollows." The device had been explanted.